Manufacturer narrative:
No manufacturing issues identified. Insert was tested and the issue could not be replicated. Temperature of insert was within limits for safe use.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k cav.thinsert-fg insert tip overheated; no injury resulted.